Manufacturer narrative:
The investigation was completed on 20-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and an irrigation issue (during use on patient) occurred. Loss of irrigation in the catheter; pleating at the junction of the handle and catheter; impossibility of further ablation. High temperature. No patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The high temperature issue was assessed as non MDR reportable. Since there is no indication that the user-defined cut-off was exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The irrigation issue (during use on patient) was assessed as MDR reportable.